Event description:
On 6/13/2000 rptr became aware of an infusaport catheter that had fractured. It was implanted in 2000. The infusaport catheter was removed and another catheter was implanted. On three months later, rptr removed the infusaport catheter due to the pt no longer needing it at the time of removing catheter it was discovered that it also had fractured in the same spot.